Event description:
An event was reported as leakage of taxol, during an infusion. The leakage was in the bottom of the cup. The set was thrown away, because of the toxic substance. The set was replaced and worked successfully. The investigation summary report stated - we did not receive a sample for investigation. The reason of complaint is a leakage at the drip chamber. We checked the retain samples and the production documents of all three complained batches without finding any deviation. Based on the investigation results, a root cause could not be determined.